Manufacturer narrative:
The customer¿s report of set damage was confirmed, however it was noted to be a separation between the tubing and the male luer rather than damage to the spin collar as reported. Visual inspection revealed the set separated between the tubing and the distal male luer. Insufficient solvent was noted at the engagement between the tubing and the male luer. The separated tubing was measured and found to be within specification. Functional testing could not be performed due to the separation. The root cause of the separation is unknown; it was not confirmed if the insufficient solvent was the definitive root cause.

Manufacturer narrative:
Gtin for model 2426-0007, lot 16117516 is (B)(6). Concomitant medical products: non cfn secondary set, two spiro connectors, one unknown adapter and a bag access; 250ml n. Braun eva mixing container. Ref (B)(4); therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the IV broke at the spin collar while infusing cyclosporine and d5w. There was no reported patient harm.